Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported the large hem-o-lok clip applier instrument was not working and they received an error message. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with nothing noted out of the ordinary. The surgeon was attempting to clip a vessel when the error occurred which led to a failed clip application. They used a backup instrument to complete the procedure without any further issues. The vessel was not greater than what was suggested in the instructions for use (IFU).

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large hem-o-lok clip applier instrument, but failure analysis has not yet been completed. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm large hem-o-lok clip applier instrument associated with the customer-reported complaint. The instrument was analyzed and was found to have a broken grip cable at the grip hub. The cable was fully broken. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Additional observation related to customer reported complaint: the instrument was installed on an in-house system and failed the mechanical engagement sequence. The instrument pitch inputs failed to engage with the in-house system's sterile adapter during multiple attempts. Msc log review shows qty #1 engagement failures via error code 22020 indicating engagement failure on the yaw axis.